Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery in which the pump was removed and replaced because it was not working properly. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) pump underwent a thorough analysis. The pump was visually and microscopically examined, and leak tested. No anomalies were found with the pump. Based on the information available and analysis results, the product analysis was not able to identify the cause that could have contributed to the reported clinical observation of mechanical issues.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery in which the pump was removed and replaced because it was not working properly. No patient complications were reported.